Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported pericardial effusion could not be determined. An unexpected medical intervention was a result of case-specific circumstances, as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect- impact code: 4614.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, a 25mm amplatzer amulet was chosen for implant using a 14 f amulet delivery sheath. A pericardial effusion was not noted prior to the procedure. The transseptal puncture was performed at the inferior/mid (inf/mid) location. After the implantation, less than 48 hours, it was noted that a pericardial effusion was observed in the patient. The effusion was described as a ¿slow effusion,¿ and cardiac tamponade was not concluded by the physician. The patient¿s activated clotting time (act) during the procedure was within the target zone of 250¿300, and heparin was administered. There was no indication of multiple wire or delivery sheath exchanges, and the wire position was in the left upper pulmonary vein (lupv). During the procedure, there were three partial recaptures of the device. The pericardial effusion was resolved by pericardiocentesis performed that night, and the drain was removed the following morning. The user did not state that an abbott device caused the pericardial effusion.